Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation anywhere the lifevest has touched his body. The area was described as a rash. The patient contacted his doctor concerning the irritation and he later stated during a follow up that the doctor believes he may be allergic to the lifevest and should no longer wear the device.